Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation procedure with an unspecified mentor smooth saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was confirmed by a physician¿s physical examination. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On 08-jun-2020, mentor received additional information about the event. It was initially reported that the explantation date is (B)(6) 2020. New information states that the explantation date is (B)(6) 2020. The patient had both of her breast prostheses removed and they were replaced with mentor smooth round moderate plus profile 375cc saline breast prostheses. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 24-mar-2022, mentor received additional information about the event. It was previously reported that the suspect medical device is an unspecified mentor smooth saline breast prosthesis. New information received states that the device is a mentor siltex round moderate profile 275cc saline breast prosthesis. On 28-mar-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was previously reported that the suspect medical device is a mentor siltex round moderate profile 275cc saline breast prosthesis, catalog #3542640. On 13-apr-2022, it was determined that the correct catalog number is 3542440m. The suspect medical device is a mentor siltex round spectrum 275cc saline breast prosthesis. On 25-apr-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. The tubing, the connector, and the injection port were not received. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view within the siltex cracking, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-apr-2020, mentor received additional information about the event. It was initially reported that the patient underwent explantation on (B)(6) 2020. New information states that the patient will undergo explantation on (B)(6) 2020. Manufacturer's reference number: (B)(4).